Event description:
The facility reported an infusion pump with a failure code 12 which occurred during biomed testing. The hospital representative stated that there were no reports of patient incidents since the last baxter service event.